Event description:
It was reported that the free ball switch is not working properly and the tilt went out on the power wheelchair, as a result, the end user was stranded in the chair for approximately one hour.